Event description:
It was reported that during an unk procedure, the device would cut but stapled partially. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.